Event description:
It was reported that during the inspection of imports, one packaging was found with the product inside but with the packaging open and with no indication that it had ever been sealed. During follow up response it was further reported that the issue was identified upon receiving the products. There was no patient involvement in this case.

Manufacturer narrative:
H11: a review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. A physical sample was not received for evaluation, but seven photographs were received and reviewed. During photo review, a second pouch contained the product; however, the packaging was open, and based on image review, no sealing marks were evident along the pouch edge. The observed failure mode has been confirmed as a seal integrity failure. A formal investigation was opened to further investigate these defects to enhance process robustness and prevent recurrence. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6 (annex g ¿ component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the inspection of imports, one packaging was found with the product inside but with the packaging open and with no indication that it had ever been sealed. During follow up response it was further reported that the issue was identified upon receiving the products. There was no patient involvement in this case.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device is pending return. Photos were provided and review is underway. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. D2b: pro codes: dwm; png. G4: PMA / 510(k)#: k160450; k241946. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.